Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.